Event description:
It was reported that a patient¿s implantable neurostimulator (ins) wasn¿t working. It was stated the patient had met with a manufacturer representative and that ¿she couldn¿t make it work.¿ it was reported that they ¿thought she lost a charge, hadn¿t lost a charge, don¿t know what the problem was.¿ it was noted that the patient was reprogrammed and after the meeting the patient was "ok." It was reported that the next time the patient met with a manufacturer representative, the patient stated it was ¿working, it was supposed to be fully charged.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).